Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
User facility reported the device was in use with a patient when part of the tracheostomy tube became detached inside the breathing circuit. Emergent tracheostomy tube change was performed. Further info has been requested. No further info has been received at this time. No incident related medical sequelae were reported.